Manufacturer narrative:
Conclusion - 25 (quality system deficiency): CAPA (B)(4) was initiated since staar japan reported a label discrepancy for the ks-1 preloaded silicone iol: power size label discrepancy between tray label (+25.00d) and injector body diopter label (+25.50d). Based on the investigation the root cause was due to operator error and was a violation of msop 411, primary packaging for preload intraocular lenses (iols) section 8.3, revision f. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter 25.00. Method evaluation: device work order search. Evaluation result: a device work order search was performed and one similar complaint was found within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4). Device was not returned.

Event description:
The reporter indicated when they opened the package for a ks-1 aq2017v pre-loaded injector 25.0 diopter, they found the label on the injector to be 25.50 diopter. The sterile package was not opened.